Event description:
A malfunction alarm was reported with a specific code identified, but it was resolved following guidance from technical support. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, successfully preventing a recurrence of the malfunction, allowing the customer to continue using the pump without further issues.